Event description:
The patient reported that they had a return of symptoms on the day prior to the report, and were up 13-25 times during the night. It was indicated that the patient did not feel stimulation and therapy was on. During the report the amplitude was increased from 0.1v to 0.2v on program 2. The patient mentioned that they could feel stimulation in the correct area. It was indicated that the patient had swelling, bandages, bruising, and was trained under anesthesia from the surgery on (B)(6) 2016. It was noted that the patient thought the device was confusing and was afraid of it. Further information was received on (B)(6) 2016 that the patient thought the therapy seemed okay at first, but then had been incontinent and urinating 25 times per day about a week prior to the report. The patient could feel the stimulation and was not in pain. They indicated that they had some discomfort; it was similar to "a thin piece of plastic pushing over to one side." The patient had a follow-up appointment with the healthcare professional scheduled at the end of (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the patient letter that was sent to the patient. The patient reported that it was difficult for her to type or write due to arthritis in her hands, but was willing to do follow up over the phone. It was noted that the trial stimulation worked like a dream within two hours. The permanent implant didn¿t work that well and the patient kept having more problems with it, frequency, incontinence, urgency, leakage and just kept getting worse and worse. The patient¿s healthcare professional (hcp) recommended turning the device up by 1 from 0.1 to 0.2 and not any higher. The patient could initially feel it flickering and then had a loss of stimulation sensation and didn¿t notice any change to therapy. The patient went against the hcp¿s orders and turned the device up to 0.3 and went out for a few hours and by the time she got home she felt awful, emotionally awful and needed to cuddle up in blankets. The patient felt bruised, battered, sharp and dull pain and didn¿t want to get up out of her chair. The patient had another appointment with her hcp and said she was having problems because the device was off. The hcp turned the device back on at 0.2. The patient reported she had not had any improvement. The patient reported having a colonoscopy and told the doctor about the device in case it needed to be removed. It was noted that the patient had 4 little threads of plastic sticking out of her butt which were tiny, and after the colonoscopy noticed 3 of them were missing. The hcp did not want the patient to change programs. The patient reported having to urinate 24 times a day and has to urinate every 15 minutes. The patient was considering telling her hcp to remove the implant because it was not working. It was also noted that the patient has an appointment with her hcp on (B)(6) 2016. The patient also reported that she would notice stimulation more initially when she would sit or cross her legs and it was not uncomfortable.

Event description:
Patient reported that trial did work. Patient stated that therapy was not effective for their since implant (B)(6) 2016. Patient was peeing the same amount the same urgency and the same frequency as before implant. Patient asked doctor if something could be wrong with their implant because it was not working. Patient stated that doctor became upset and told them that if they did not like it they would take it out. Patient stated that they did not want to take the device out. Patient stated that they also had been having discomfort - a pain like a sharp pain - not like a knife but like a plastic knife. It felt like a 50 cent coin was pressing against the labia and that hurt since implant (B)(6) 2016. Patient stated if they puts their hand on their back for the past couple of days it felt painful at the ins site (B)(6) 2017. Additional information received as patient mentioned that they had not done anything yet. They did not know how to go about looking for new physician but was not even trying because they had other issues going on that was not related to the device. Patient did not know what circumstances that led to the ins site pain, but the pain was something that they could tolerate at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.